Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and stimulation sensation following exposure at a security gate at a courthouse where a wand was used. It was noted that the device was turned off during the time of the exposure. Additional info was requested.